Event description:
It was reported to medtronic neurosurgery that the device was explanted. The report states that the patient did not incur an injury as a result of the event.

Manufacturer narrative:
The returned catheter was patent, and met the requirements for leak testing. Although the device was explanted, the reported event description did not allege deficiency in the catheter component of the shunt. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).